Manufacturer narrative:
To date, no lenses have been returned to the manufacturer for analysis. A lot number for the device has been supplied, the manufacturers investigation is ongoing. Lot history, device history, sterilization records and trend reporting will be reviewed. A follow-up reported will be submitted upon completion. As no supporting medical information has been received from the patient and/or her treating facility(s), the relationship between the coopervision device and the event is unconfirmed. This event is being reported in abundance of caution.

Event description:
The patient alleges that she has experienced an allergic reaction in the right (od) eye after using the device. The patient reports that she has had a history of allergic response while using this product and sought medical treatment where she was prescribed antibiotic and steroid drops as well as an oral antibiotic (prednisone), additionally the patient was prescribed singulair and recommended over the counter benadryl. The patients states that on one occasion, the reaction resulted in decreased vision for approximately three days, the patient did not seek medical attention for this incident, she used the prescribed steroids and over the counter antihistamine to reduce symptoms. The patient indicates that while the medications have helped reduce symptoms, they return with the use of the contact lenses. The patient states that she was diagnosed with an allergy to the chemical benzophenone, which a component of the uv blocker in the device the patient was using. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, incomplete diagnosis, and unknown resolution. Additionally, it is unclear if the medications prescribed were used in order to prevent or preclude permanent injury or illness related to the alleged allergy or allergic response.

Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the adverse event is unconfirmed.